Manufacturer narrative:
Implant retained by patient was described as having "fallen into pieces" after explanted. Arthocare unable to evaluate device. Not returned to MFR.

Event description:
Opus magnum implant came loose from bone hole after rotator cuff repair (performed on earlier date not provided). Second surgery ((B)(6) 2006) was necessary to remove/replace implant.